Manufacturer narrative:
(B)(4): physio-control evaluated the device, but could not verify the reported failure. The device was returned to physio-control without the batteries. Physio-control extensively tested the device, as well as the cables and defibrillation hard paddles that were returned with it, but could not observe any malfunctions. Proper device operation was observed through functional and performance testing. After evaluation, the device was returned to the customer for use.

Event description:
The customer reported to a physio-control customer service representative that their device did not display any ECG and did not deliver a defibrillation shock when it was used on a patient. The led indicator for the device's batteries were blinking, inidicating that battery reconditioning was required. No information about the patient outcome was provided.